Manufacturer narrative:
Investigation: it was confirmed that no product will be made available for investigation. Complaint was evaluated at mc1 based on given lot number 466225- see attachment. DHR: no changes in production. DHR review was performed. No issues were detected. The root cause cannot be determined. The complaint is registered, and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken or untwisted instrument possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: ¿ indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event we have been informed that product type c-file broke during use. "The patient presented to the hospital on (B)(6) 2025 complaining of toothache. On examination, the patient had caries in the first molar and was diagnosed with acute pulpitis. The treatment plan was pulp extraction plus root canal therapy under local anesthesia. After anesthesia, the patient's tooth was opened, and after pulp extraction, the file was used to enlarge the canal of the tooth. The file suddenly broke at the root of the patient's tooth. Attempts were made to remove the broken part out, but the file broke too deeply and could not be successfully removed. In order to help the patient to solve the pain problem, the tooth be extracted."